Event description:
The surgeon inserted the aq2015a silicone three piece lens and noticed a haptic had been broken during insertion. The lens was removed and another aq2015a was implanted without any patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Product evaluation results: visual inspection of the returned lens showed a haptic and piece of the optic was torn off and missing and a reddish residue on the lens. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion:: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4)